Manufacturer narrative:
The device was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a carpet demo. It was reported that in the software, when using the navlock with the infinity instruments, the medtronic representative was unable to get the projection button. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative upgraded the software on the system and the projection issue did not occur again after that upgrade.